Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device evaluation, since the device was seized. However, worn bearings and a corroded motor were discovered throughout the device, which may cause overheating. It was reported that during testing conducted at the manufacturer facility, the motor of the saw was trying to run without user activation, after the handswitch was released. The corrosion in the motor and the sockets can contribute to devices operating without user activation.

Event description:
It was reported that during equipment testing conducted at the user facility, the saw was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.